Event description:
Ous MDR - it was reported that this patient had an MRI without reprogramming the device. The device is now in back up mode. The physician would like to know if the device is still functional.

Manufacturer narrative:
The device was not returned for analysis. The analysis therefore based on the returned device data and the existing production documents. The available device data were analyzed. The data indicate that the implant paced with parameters in accordance with the safe program (triggered by pressing the button at the programming wand). There were no indications of a malfunction of the implant. However, pacemaker and programmer memory excerpts are needed for further analysis. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a device malfunction based on the available data. Further analysis would require pacemaker and programmer memory excerpts.